Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator went into backup mode due to event queue overflow. The device was reprogrammed successfully. The patient was stable and asymptomatic.